Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.

Event description:
The patient reported he believes the infusion device does not accurately display e4 (occlusion) error. On (B)(6) 2011, his blood glucose measured 303 mg/dl at 12:00pm and he bolused 7.5 units of insulin. At 2:20pm he bolused 6 units of insulin. At 4:50pm his blood glucose measured 281 mg/dl and at 5:58pm measured 288 mg/dl. He changed the infusion site and stated the cannula was not clogged. At 7:30pm his blood glucose measured 91 mg/dl. No further information is available. The patient did not require treatment from a health care professional or second party to address the issue. The infusion device was replaced and requested to be returned for evaluation.